Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A lot history review (lhr) of jubyf211 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, an alleged leak at the level of "perfusion" near the catheter.